Manufacturer narrative:
Investigation results: a visual inspection of device showed that the outer extrusion shaft, of scissors shaft assembly, was separated. The complaint is confirmed. Corrective action has been initiated to address this failure mode.

Event description:
The hospital that during the saphenous vein harvesting procedure, the toggle broke on the scissors of the harvesting cannula. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.